Event description:
It was reported that a pump malfunction occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer turned off the pump after the malfunction, then turned it back on. Technical support provided assistance with resetting the pump, although they could not confirm if the alert was cleared because the pump was not paired with the app. The customer reported the event but sought no further assistance.